Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected and performance tested. Results: no damage was observed on the returned complaint chamber and the visual inspection revealed no crack on the chamber as observed by the customer. The pressure test revealed the pressure drop of the chamber to be within the specification for this product. A lot check revealed no other complaints of this nature for this lot number. Conclusion: as the returned chamber had no leaks or crack as reported by the customer, it is likely that the returned chamber was not the actual device involved in the complaint. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The mr290 user instructions state the following warning: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that there was water leakage during the set up of an mr290 autofeed humidification chamber. The hospital further reported that there was a crack on "the body" of the chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We have recently received the complaint device. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that there was water leakage during the set up of an mr290 autofeed humidification chamber. The hospital further reported that there was a crack on "the body" of the chamber. This was found prior to patient use.